Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 150mg/dl at the time of the incident. The customer reported that she tried to prime and rewind and it kept sending her in a loop. Customer was changing out her set and reservoir and the whole process kept repeating itself. Customer did not try to deliver a bolus while in the rewind and fill tubing process after sending blood glucose to pump via meter. Customer does not see the bolus delivery screen with 0.0 units. Customer was able to escape to the status screen. The customer was assisted with rewind and fill tubing process. Pump did not exit the rewind complete and bolus delivery loop and complete the fill tubing process successfully. The customer was walked through prime rewinding. She got a compromised force sensor system alarm after troubleshooting. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test. Unit was received compromised force sensor system alarm during the basic occlusion test due to loose/ flush drive support disk. Unable to perform prime/compromised force sensor system test, excessive no delivery test and occlusion test or test for prime/file anomaly due to compromised force sensor system alarm.